Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by trans-subclavian approach. During the procedure, some vascular challenges were encountered related to the vessel's morphology and the advancement of the esheath and, subsequently, during the delivery of the valve. Despite the initial difficulties, the valve was successfully implanted. However, the final angiography suggested a potential dissection of the subclavian artery ostium. Immediately following the procedure, the patient underwent a CT angiogram, which showed no significant evidence of dissection at that time. Upon awakening, the patient was alert, asymptomatic, and showed no neurological deficits or impaired limb movement. A follow-up CT scan was scheduled in the days following the notification to further monitor the vessel's integrity. A dissection was diagnosed, probably related to the esheath or delivery system, and an aneurysm had formed as a result of this dissection. Consequently, a stent was placed to treat it. Finally, the patient remained hospitalized in a stable condition. As per medical opinion, the challenges encountered were related to the patient's specific anatomy and calcifications rather than a malfunction or defect of the device itself. Additionally, a thorough visual inspection was performed on-site and the esheath+ showed no visible signs of damage or defects.